Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments grip cable was broken. One grip cable was broken at the distal idlers. Failure analysis investigation also found the idler pulley spun freely, however further observation showed the pulley rim and face was damaged. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found.

Event description:
It was noted that during a da vinci benign hysterectomy surgical procedure, it was noted that a snapped cable was observed on the mega suturecut needle driver instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.